Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not available for evaluation, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-00793 and 2134265-2015-00791. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter to visualize the unspecified target lesion. During percutaneous transluminal coronary angioplasty(actp), the physician noticed that the motordrive unit did not worked. Then the physician successfully performed a manual pullback using another motordrive unit with the same atlantis¿ sr pro imaging catheter to complete the procedure. No patient complications were reported and the patient's condition is stable.